Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an altitude alarm. The altitude alarm was cleared by reinstalling the current cartridge. The customer stated they believe the humid weather may have contributed to the alarm. Additionally, an occlusion alarm occurred. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the current cartridge had been in use for almost a week due to the customer running out of pump supplies. Tandem technical support (cts) recommended the customer to perform an infusion set site change and to monitor their pump supplies. The customer's blood glucose (bg) level was 383 mg/dl and a correction bolus via the pump was delivered to address the bg levels.

Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.